Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of absence of insulin flow blocked alarm from the pump. The customer's blood glucose reading was 5.8 mmol/l. The customer stated that she had high readings 3 weeks ago due to her mio infusion set. The customer stated that there was no absence of insulin flow blocked alarm on the check status screen. The customer was advised to continue to prime until air is no longer visible in the tubing. The customer stated that she accidentally removed 2 sensors and another when she was hospitalized. The customer was advised to monitor the pump and call if problems persist.